Event description:
It was reported that, "approx 1 month post-op the pt fell and subsequently was in pain. Upon x-ray it was determined that the implant had backed out from its original position."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.